Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 568 mg/dl at its highest) and the cause was not known. The pump supplies were changed twice. A bolus and an injection was administered to address bg. As the pump supplies were changed, tandem technical support was could not determine a possible cause.